Manufacturer narrative:
Additional narrative: event occurred on an unknown date in 2021. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from syntheses reports an event in (B)(6) as follows: it was reported that on an unknown date, four (4) stardrive t15 screwdrivers were found to be worn down and unable to properly retain screws. There was no surgical delay. The procedure was successfully completed using a similar driver. There was no patient consequence. This report is for one (1) stardrive(tm) screwdriver t15. This is report 4 of 4 for pc-(B)(4).